Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 15:49:01. During night drain cycle 2, the patient's ultrafiltration reading was 268ml, indicating the home patient (hp) drained 268ml more than their maximum programmed fill volume of 300ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 268 ml during therapy initiated on (B)(6) 2011 15:49, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy (B)(6) 2011 15:49. With the fv= 300ml, the actual drain volume would need to exceed 480 ml and the uf to exceed 180 ml (300 ml + 180 ml = 480 ml max drain volume). The drain volume during cycle 2 in the event log was 304ml and there was a partial fill of fv=36ml, due to the patient bypassing drain 2. Thus, (36 ml + 268 ml = 304ml) which did not exceed the max drain volume of 480ml. The actual drain volume of 304 ml is 101% of largest prescribed fill volume (lpfv) of 300 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.